Event description:
Additional information was received stating that the patient stopped charging their device due to charging frequency, therapy was successfully restored with no complications.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg has not been used for two years. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.